Event description:
Hill-rom received a report from a hill-rom technician stating the beds nurse call is not working. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the communication cable is inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility perform preventative maintenance on their beds. The technician replaced the communication cable to resolve the issue. Based on this info, no further action is required.